Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise, oversensing, and pacing inhibition on the right ventricular (rv) channel of this device. The patient reported dizziness. This device was temporarily reprogrammed to address the reported concerns, and the rv lead was subsequently surgically abandoned and replaced. This pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.